Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-waves (ffrws) on atrial tachycardia/atrial fibrillation (at/af) episodes, not falling into blanking/refractory, leading to false at/af episodes being recorded. It was further reported that the right ventricular (rv) lead exhibited chronic, small r-wave measurements. Both leads remain in use. No patient complications have been reported as a result of this event.